Manufacturer narrative:
Handpiece got hot during eval. Handpiece failed specs due to cap bearing destroyed on turbine.

Event description:
It was reported that a midwest e 1:5 ca overheated during use; no injury resulted.